Event description:
It was reported that this right ventricular (rv) lead's pacing and shock impedance and threshold measurements have gradually increased over the past 12 months. The health care professional (hcp) reviewed the patient's impedance trends over the past several years and the rv pacing impedance has increased from 399 ohms to 500 ohms, and the shock impedance has increased from 89 ohms to 176 ohms. The threshold measurement also increased from 1.7v (volts) at 0.4ms (milliseconds) to 2.1v at 0.4ms. The stored electrograms (egms) show multiple episodes of non-sustained ventricular tachycardia (nsvt). The hcp advised the patient has been scheduled for chest imaging. Technical services (ts) was consulted and provided information with performing a commanded shock and recommendations for a possible system revision from the troubleshooting results. At this time, the lead and device remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead's pacing and shock impedance and threshold measurements have gradually increased over the past 12 months. The health care professional (hcp) reviewed the patient's impedance trends over the past several years and the rv pacing impedance has increased from 399 ohms to 500 ohms, and the shock impedance has increased from 89 ohms to 176 ohms. The threshold measurement also increased from 1.7v (volts) at 0.4ms (milliseconds) to 2.1v at 0.4ms. The stored electrograms (egms) show multiple episodes of non-sustained ventricular tachycardia (nsvt). The hcp advised the patient has been scheduled for chest imaging. Technical services (ts) was consulted and provided information with performing a commanded shock and recommendations for a possible system revision from the troubleshooting results. At this time, the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.